Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer¿s blood glucose level was 262 mg/dl. Customer disconnected from site and primed out air using the fill tubing feature, and successfully resumed insulin delivery.